Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving hydromorphone (16 mg/ml at 2.472 mg/day) and bupivacaine (10 mg/ml at 1.54 mg/day) via an implanted pump. The indication for pump use was degenerative disc disease and non-malignant pain. On (B)(6) 2019 a motor stall was seen at initial interrogation. The patient had recently had an MRI on (B)(6) 2019. The pump logs were read and there was no motor stall recovery occurred message in the logs. It had been greater than 2 hours since the patient exited the MRI field. The reporter was advised to continue to periodically check the pump logs until the motor stall recovery message was noted in the logs. No patient symptoms were reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 04-sep-2019 from a healthcare professional (hcp) who reported that the patient waited to have the pump re-interrogated and when they did, the motor stall recovery occurred. The stall recovered within 3 hours of the initial stall. Per the hcp, the pump was running good like it was supposed to be. No further complications were reported/anticipated.